Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Reported discrepant sars results for an unknown total number of asymptomatic patients. The customer communicated that some patients have tested with quickvue sars and have followed up with confirmation testing receiving a different result. The customer was unable to provide further details and clarification.